Event description:
New information received notes that based on the review of the cine views provided to st. Jude medical, the conductors appeared to not be externalized.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision, externalized conductors were observed. The lead was successfully explanted.